Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a right inguinal hernia repair procedure on (B)(6) 2007 and mesh was implanted. Following the procedure, the patient experienced health injuries, weight loss, pain in groin and pain in legs, ankles and feet. The patient has scheduled an appointment with a physician in 2015. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional (B)(4). This medwatch report is in response to receipt of maude event report (B)(4).